Event description:
It was reported that balloon rupture occurred. The target lesion was not too stenosed and was non-tortuous and non-calcific. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. This was not used to post-dilate a previously placed stent. During the procedure, on the second inflation, between 15 to 20 atmospheres, the balloon ruptured. The device was successfully retrieved with no fragments left inside the patient and was replaced for a different device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and received inserted in an introducer sheath, with a guidewire inserted in the device. The introducer sheath was noted to be damaged. The shaft, markerband, and tip underwent a visual and tactile examination. The inner shaft was noted to be stretched. No issues found on the markerbands or tip. The investigator moved the introducer sheath distally to view the balloon, and a full circumferential tear was noted.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and received inserted in an introducer sheath, with a guidewire inserted in the device. The introducer sheath was noted to be damaged. The shaft, markerband, and tip underwent a visual and tactile examination. The inner shaft was noted to be stretched. No issues found on the markerbands or tip. The investigator moved the introducer sheath distally to view the balloon, and a full circumferential tear was noted.

Event description:
It was reported that balloon rupture occurred. The target lesion was not too stenosed and was non-tortuous and non-calcific. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. This was not used to post-dilate a previously placed stent. During the procedure, on the second inflation, between 15 to 20 atmospheres, the balloon ruptured. The device was successfully retrieved with no fragments left inside the patient and was replaced for a different device to complete the procedure. There were no patient complications reported.